Event description:
A customer reported that their pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try different wall outlets and adapters, but none resolved the issue. Consequently, technical support decided to replace the pump as it was still under warranty. The customer planned to use multiple daily injections (mdi) as backup insulin therapy. Technical support also guided the customer on how to put the pump into storage mode before returning it using a pre-paid label.